Event description:
It was reported the patient experienced an infection at both the ipg and lead sites. Surgical intervention took place wherein the system was explanted to address the issue. Patient was treated with IV antibiotics.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.